Manufacturer narrative:
H3: the device was returned in the packaging pouch attached to the tray. However, the pouch was taped closed on the sides upon return. There were scratches and creases in the flex circuit especially at the distal end upon return. Contamination was observed on the cuff balloon and the underside of the flex circuit. Under magnification, liquid residue was observed on the cuff and a small puncture was found in the mid-section of the cuff adjacently between the red and blue electrodes near the seam of the cuff. The complaint was confirmed, due to an out of specification condition. Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube, product description: endotracheal tube 8229306 nim emg 6mm re). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, balloon fail to fully inflate as there is slow leak. The tube was checked prior to used on the patient. The procedure was extended up to 5 minutes. The procedure was completed with backup product. There was no patient impact in this event.